Event description:
It was reported that the pulse generator exhibited a capture anomaly, which was suspected to have contributed to inhibition of pacing. The patient was asystolic for several seconds. The autocapture was disabled and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.